Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii and elecsys ft4 iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, the initial ft3 result was 13.09 pg/ml and the initial ft4 result was 2.40 ng/dl. The repeat ft3 result was 13.48 pg/ml and the ft4 result was 2.44 ng/dl. On (B)(6) 2022, the sample was repeated again. The second ft3 repeat result was 3.00 pg/ml and the ft4 result was 1.27 ng/dl. On (B)(6) 2022, the sample was repeated again. The third ft3 repeat result was 2.95 pg/ml and the ft4 result was 1.29 ng/dl. No questionable results were reported outside of the laboratory. The results from 08-dec were deemed correct. The ft3 lot number is 62324501 and the expiration date is 31-jul-2023. The ft4 lot number is 59321900 and the expiration date is 31-dec-2022.

Manufacturer narrative:
The qc data provided showed that qc is performed infrequently. The customer ran external controls on the day of the event. It is unknown if qc was acceptable. Based on the available data, a general reagent issue is not suspected. The investigation did not identify a product problem. The root cause of the event could not be determined.